Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter in law reported via phone call that they experienced low blood glucose. Blood glucose reading was 46 mg/dl. The customer declined to troubleshooting for the low blood glucose incident. The customer stated that the low blood glucose level was due to less eating habit. It was unknown whether the customer was using auto mode or not. The insulin pump will not be returned for analysis.